Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate, cause was unknown. Customer's blood glucose level was 75 mg/dl. Customer corrected the pump date to resolve the issue.